Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug (intraperitoneal, dose, frequency, and duration not reported) for peritonitis. It was not reported if the patient for was hospitalized for the event. At the time of this report, the patient was recovered and pd therapy was withdrawn at the time of this report. No additional information could be provided as the reporter declined follow-up.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in early (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.